Manufacturer narrative:
Additional information: information was received on 2017-08-02 that repairs had been completed. Evaluation codes, the universal serial bus (bus) flash drive was returned to medtronic¿s product analysis laboratory. A visual inspection was performed and no anomalies were observed. An investigation was performed and the reported condition was confirmed. The cause of the reported issue was isolated to flash drive electronic component failure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during maintenance a 980 ventilator universal serial bus (usb) failed and generated an error message. The ventilator was not in use on a patient at the time of the reported event. A service engineer (se) inspected the device and replaced the usb flash drive. The unit passed all testing and operated within the manufacturing specifications.

Event description:
It was reported that during maintenance a 980 ventilator universal serial bus (usb) failed and generated an error message. The ventilator was not in use on a patient at the time of the reported event.